Manufacturer narrative:
Concomitant medical product: (B)(4) lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on stored electrograms. The right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.